Event description:
It was reported that while using the bd rapid detection of sars-cov-2 veritor¿ that there were false positives. The following information was provided by the initial reporter: hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details did erroneous results occur? Yes. If yes¿detailed erroneous results (include # of errors and type): false positive. 1. What result did the customer obtain from the bd product? Positive. 2. What result was the customer expecting to obtain (if different from the obtained result) negative. Number of people affected and details of medical tests performed and treatment done on the affected people. 1. Customer report false negative result from kit 256082 lot no. 2305065.

Manufacturer narrative:
H.6 investigation summary: this summarizes the investigation results regarding a complaint that alleges false positive when using rapid detection of sars-cov-2 veritor (material # 256082), batch number 2305065. Customer stated that she read "negative" on the analyzer from initial testing. A coworker then reinserted the test cartridge into the analyzer after some time and the analyzer read as "positive". Customer stated that the result would change every time reinserted the cartridge. Customer also informed that the cartridge was reinserted, but the same sample was not retested. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, retain sample testing and return sample analysis, if applicable. Based on the available information, it is possible that the reported issue was caused by the customer reinserting the cartridge into the analyzer. Batch history record (bhr) review and retain sample testing were performed on the batch number provided. The results were acceptable, and no relevant issues were reported. The package received at bd quality does not include any returned samples, therefore returned sample analysis could not be carried out. This complaint could not be confirmed. Currently, no adverse trends identified for false positive. Bd quality will continue to closely monitor for trends. There were no corrective actions taken at this time.

Event description:
It was reported that while using the bd rapid detection of sars-cov-2 veritor¿ that there were false positives. The following information was provided by the initial reporter: hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details did erroneous results occur? Yes. If yes¿detailed erroneous results (include # of errors and type): false positive. What result did the customer obtain from the bd product? Positive. What result was the customer expecting to obtain (if different from the obtained result) negative. Number of people affected and details of medical tests performed and treatment done on the affected people 1. Customer report false negative result from kit 256082 lot no. 2305065.

Manufacturer narrative:
Common device name: coronavirus antigen detection system. Initial reporter addr 1: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.